Event description:
It was reported that the fiber cap detached inside the pt at 75,666 joules into the case. The fiber cap was retrieved with the scope. No additional intervention/device were needed to remove the detached cap. The case was completed with turp as physician preference; it was reported that the physician always finishes off his pvp cases with a turp. There was no pt injury.